Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center questioning the differences in results obtained when running cre2 as a part of a comprehensive metabolic panel and when run separately. The cause of the discordant low cre2 result is unknown. No sample has been provided to siemens for testing. Siemens is investigating the incident.

Event description:
A discordant low creatinine (cre2) result was obtained on a patient sample on the dimension exl system when run as a part of a comprehensive metabolic panel. The result was reported to the physician. A sample from the same draw was run by itself (not as a part of a comprehensive metabolic panel) and a higher result was obtained. The same patient sample was sent to an alternate laboratory and a higher result was obtained. A corrected result was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant low cre2 result.

Manufacturer narrative:
Original MDR 2517506-2017-00181 was filed 3/10/2017. Siemens healthcare diagnostics headquarters support center evaluated the information provided and concluded their investigation. The cause of the discordant low creatinine (cre2) results is unknown. The discordant results occurred when qc was within limits and no instrument issues occurring. No other patient samples were affected. The data provided is consistent with sample specific issue and not an instrument reoccurring issue or product issue. The instrument is performing within specifications. No further evaluation of the device is required.